Event description:
It was reported that a pump was alarming for a system error 322. There was no patient injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported symptom system error 322 was confirmed through the history log. The evaluation was unable to determine the cause. Upon evaluation of known contributors to system error 322 it was determined that the upper and lower auxiliary were the failing components. As a result, the upper and lower auxiliary were replaced.